Manufacturer narrative:
In chapter g1, the manufacturer information was updated.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 47 mg/dl and 153 mg/dl.